Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 3 was unable to open and maintenance required. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 3 was failed. A field service engineer (fse) worked with pharmacy after troubleshooting and running diagnostics found that the tower door latch three cleaned and adjusted. After that the fse rebooted the station. Then had the customer tested the inventory tower door latch and test was successful. The system functioned as intended after the field service engineer repaired the device.